Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple times over the past month the battery has dropped very suddenly after being connected to a power source. On (B)(6) 2016, the battery dropped from 95% to 5% within 10 minutes while charging. In addition, the customer was having difficulty charging the pump following the battery drop on (B)(6) 2016. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. It was indicated that the customer would use a backup pump as alternate insulin therapy until the replacement pump was received.